Event description:
It was reported that the patient presented in clinic. A device interrogation was unable to be performed because the patient's implantable cardioverter defibrillator (ICD) exhibited no radio frequency telemetry since the device was not updated. A device update was performed on the ICD, and it was able to be interrogated. Patient had no consequences.